Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the tibial base plate at cement to implant interface. Cement manufacturer is unknown. Doi: (B)(6) 2015. Dor: (B)(6) 2018; right knee.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This is a duplicate report of 1818910-2018-62256. MFR is being retracted as it is a report duplication. 1818910-2018-62256 will be kept for investigation purposes.